Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, revision surgery for titan zero degree. Left cylinder aneurysm potentially.

Manufacturer narrative:
The information received indicated a left cylinder aneurysm. Quality confirms an aneurysm in cylinder #1 and concludes this to be the reason for return . A titan genesis pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed an aneurysm on the bladder of cylinder #1. Testing revealed this not to be a site of leakage. No functional abnormalities are noted with the pump, cylinder #1 or cylinder #2. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.